Manufacturer narrative:
67 - intuitive surgical, inc. (Isi) received the remote arm controller (rac) associated with this complaint and completed its investigation. Failure analysis (fa) was unable to replicate the reported issue ¿ error 1. The unit passed in house testing with no trouble found.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse replaced the master tool manipulator (mtm) and remote arm controller (rac) as there was an error 1 that was found in the logs. The error 1 points to a power issue pointing to a board in mtm, but could have caused the reported issue. Following service, the system was tested and verified as ready for use. The mtm has not been returned to intuitive surgical, inc. For failure analysis evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: although the customer was able to proceed with the case using console 1, system unavailability (i.e. Non-functional mtm) after start of a surgical procedure (first port incision) on a single console could lead to the procedure to be converted/aborted.

Event description:
It was reported during a da vinci-assisted procedure the site encountered a message to disable right hand control of console 2. The error logs indicated an error 1 occurred on master tool manipulator, right (mtmr) 2, which indicates a power issue occurred. Technical support noted the customer exhausted all troubleshooting steps and moved over to console 1 to proceed with the case. The site completed the procedure and there was no reported patient injury nor harm.

Manufacturer narrative:
4307 - intuitive surgical, inc. (Isi) received the master tool manipulator (mtm) associated with this complaint and completed its investigation. Failure analysis (fa) confirmed the reported issue ¿ error 1. Fa replaced the following parts to address the reported issue ¿ embedded serializer in master base (esmb) printed circuit assembly (pca) and main wire harness.